Manufacturer narrative:
A field service representative was dispatched for service and replaced the water bath filter and flushed the lines which resolved the issue. The service history review did not find any additional incidents of discrepant carbon dioxide results generated on the architect c4000, serial number (B)(4). Quality metrics were reviewed and no adverse or non-statistical trends in conjunction with the water bath filter were identified. The issue in question is adequately addressed in product labeling. Based upon the available information, a systemic deficiency of the water bath filter was not identified.

Event description:
A low carbon dioxide result of 9 meq/l was generated on the architect c4000. The sample yielded a result of 25 meq/l when tested on another instrument and a result of 23 meq/l was generated when repeated on the same instrument. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.